Manufacturer narrative:
The system was examined. The company representative did not indicate replicating any issue related to the reported event. However the lamp was replaced. The system was tested and found to meet product specifications. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing dim illumination. The bulb was replaced. Additional information has been requested.